Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. One (1) used sample was submitted to the manufacturer for evaluation. The sample underwent a visual inspection. The set was assembled per specification. The set was examined under a microscope and flash and a divit was identified on the end of both the arterial and venous patient connector. A luer taper test was performed on all luers with passing results. The sample was subjected to a leakage test; no leakages were observed. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant, air bubbles were observed on the arterial connection side of the streamline bloodline set. The set was removed from service, and then the treatment was continued with a replacement line. Although a delay was noted, no patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.